Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not receiving their alerts. No product was provided for investigation. Data was not provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation.